Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Event description: during a prostate surgery the sheath split inside the patient leading to leaked pneumoperitoneum. The sheath was removed from the patient and the patient is fine. Additional information provided by [name] via email on 17mar2026: the name of the procedure is a robotic prostatectomy. The sheath tore away from the outer ring. The surgical team opened an additional gelpoint and placed another alexis to complete the procedure. No sharps were used during placement of the alexis. There was a robotic trocar placed in the cap, as well as a 10mm trocar from the gelpoint pack used during the procedure. There were not any damages to the cap. Intervention: opened an additional gelpoint and placed another alexis to complete the procedure. Patient status: patient is fine.